Manufacturer narrative:
The user facility returned the laryngeal mask airway in question to the manufacturer for evaluation. The laryngeal mask airway is in good condition, with a slightly yellow airway tube and a lightly marked connector. The valve adaptor cap is missing. The valve core appears degraded and discolored. The splines are partially missing. It is probable that the mask has been in contact with chemical that have degraded the acetal components of the valve. This file will be considered closed unless additional info is received.

Event description:
A uf reported that an lma would not inflate after it was inserted into a pt. The lma was removed and the pt was intubated. There was no report of any pt problem or injury. The uf has been requested to return the lma to the MFR for evaluation.